Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2020-00640. It was reported that during a drg permanent implant procedure, patient stopped breathing. The case was paused, and a sterile field was broken to stabilize the patient. The procedure was successfully completed with two leads.